Event description:
Thr implant in 2004 resulted in problems with walking, and other physical leg functions. Oxford hip, trendelenburg tests and harris hip scores all indicated deterioration. (B)(6) 2011, alval diagnosed. Revision intra-operative findings: erosion of, and loose, acetabulum with bone destruction needing bone grafting, 1 quart black amorphous material removed from multiloculated, multichambered, lesions running down to the knee and into the groin, pseudotumor growing into bone causing destruction. This letter encloses my responses to your form 3500a questionnaire. The original questions are shown in black type and my responses in red. Where a response requires a check in an appropriate box I show check in red type. I trust you will assimilate this info into your deliberations at your (B)(6) meeting. It is not only johnson & johnson who have these problems. The matter is now in the hands of my attorneys, who will pursue my case through the courts if necessary. Meanwhile, should you wish to investigate my case, I will be happy to provide you with all the evidence available from my 2004 implant hospital records through my revision surgery in (B)(6) 2011. I have to say that the results of the study you requested of smith & nephew, presented to you in (B)(6) of this year and released to the media, do not tell the whole story. Some pts could be in severe danger of permanent and possibly life-threatening damage to major muscles and body tissue. I shall be away in (B)(6) for the next (B)(6) weeks, but remain contactable by email or through my wife, who will be at the address at the head of this letter.

Event description:
Add'l info rec'd from reporter (B)(6) 2012: as f/u I had a blood test on (B)(6) 2012, just (B)(6) months after the offending prosthesis was removed, and this showed a dramatic decline in cobalt and chromium in my blood (down from 168.3 and 42.9 mcg/l respectively). This is irrefutable evidence that the smith and nephew m-o-m hip prosthesis was the cause of my alval condition. My second reason for writing concerns ongoing health monitoring. From (B)(6) of (B)(6) 2012, I am aware that the longer term consequences of cobalt/chromium poisoning can cause many forms of cancer. In my case the alval, according to my surgeon, was one of the worst cases he had seen. I am therefore anxious to find a gp who is familiar with alval, but find there is still considerable ignorance of the matter of the medical profession. Does the FDA have facilities to monitor pts who experienced extreme cases of alval?